Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances above 3000 ohms and subsequent lead safety switch (lss). Technical services (ts) was consulted and upon review found stored episodes with noisy signals and oversensing for this lead. Ts recommended further lead evaluation for this patient. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances above 3000 ohms and subsequent lead safety switch (lss). Technical services (ts) was consulted and upon review found stored episodes with noisy signals and oversensing for this lead. Ts recommended further lead evaluation for this patient. No adverse patient effects were reported. This ra lead remains in service. Additional information was received indicating that the physician elected to reprogram the device, disabling brady therapy for this ra lead. No adverse patient effects were reported. This ra lead remains in service.